Manufacturer narrative:
On 3/17/2021, it was reported to mentor that the patient experienced capsular contracture baker grade IV. On 3/23/2021, a statement : ¿mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.¿ was added to the product investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/3/2020, it was reported to mentor that the patient experienced breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2020, the mentor failure analysis lab has received the device for evaluation. On 12/28/2020 , during the visual evaluation, a pair of anomalies were observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with a mentor memorygel breast implant 300cc and experienced bilateral rupture. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.